Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that during a revision procedure for the associated electrode, the device fixation suture for this subcutaneous implantable cardioverter defibrillator (s-ICD) was noted to be improperly fixed to the facia. Additionally, the device pocket was noted to be larger than necessary and resulted in movement of the device in the pocket and dislodgement of the electrode. The movement of the device was felt to have impacted the device fixation suture. The device and electrode positions were revised and both products remain implanted and in service. No additional adverse patient effects were reported.